Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he had a button error when he was working outside and the pump was beeping. The customer stated that he tried to clear the button error but was unsuccessful. The customer could not recall any significant leading to the alarm. The customer declined to troubleshoot for keypad anomaly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.